Event description:
It was reported that while in the "hemodinamica" department the md inserted the intra-aortic balloon (iab) via a sheath into the patient's femoral artery. Indication for use: as a support after hemodynamic treatment. The iab was prepped per instruction and the fiberoptix sensor (fos) was zeroed prior to insertion. The blue sensor and cal key were connected to the pump prior to the insertion and the staff did hear two clicks as the fos connection was made to the intra-aortic balloon pump (iabp). After inserting the iab, the pump message was "no fos waveform is seen." As a result, the md removed the iab and sheath together as one unit successfully. A second arrow iab was inserted via the same insertion site and used successfully. There was no patient death, injury or complications reported. Medical / surgical intervention was not required. The iabp therapy was interrupted for 20 minutes. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.